Manufacturer narrative:
On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes not reported). On the same day as peritonitis onset, the patient was hospitalized for the event. Two weeks after the onset of the peritonitis, the treatment with the unspecified antibiotics was discontinued, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in 1941. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient outcome was not reported. Action taken with dianeal therapies was not reported. No additional information is available as the reporter declined to provide further information.